Manufacturer narrative:
The investigation into the optical signal issue has been completed since the original report was filed. The product was returned and upon visually inspection, a piece of the inner patient cable had broken off and was in the optical fiber port. Before removing the blocker, the pump was plugged into a benchtop aic. No signal was detected, the pump was unable to start, and it was unable to fully seat in the connector. After removal of the blocker, the pump was plugged back into the benchtop aic. A signal was detected, the pump was able to start, and it was fully seated in the connector. The field logs show the pump running on the second console without placement signal. This is likely after the tape was applied to increase the connection. The cause of the pump stop was determined to be a damaged patient cable connector which was preventing connection of the pump to the console. This damage most likely occurred during the transfer of the pump from the rex to the duke console.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Placement signal was unreliable with loss of placement signals when switching the automated impella controller, plus they were unable to maintain support without manual pressure on impella cable connection to maintain connection. So the decision was made to remove pump and replace it to address that issue. No patient harm reported due to the issue.